Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterorrhaphy procedure in cesarean section on (B)(6) 2019 and suture was used. During the procedure, the thread released from the needle. The needle passed and the thread caught in the incision. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation summary ==> it was reported performance pull off suture needle. An empty opened overwrap packet, an empty opened foil and a needle were returned for analysis. During the visual inspection of the sample, marks that appears to be by use of surgical instrument were noted on the needle and the swage and attachment area were not present on the needle, since the needle was broken this caused the needle pull off. In addition, the suture was not received for evaluation. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of pull off suture needle, is breakage needle. Due to the suture was not returned, to determine the assignable cause of performance surface related defect - suture; therefore, the reported failure could not be evaluated. A second evaluation was preformed. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.